Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. A review of the device history record was completed for batch# 0272722. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200911666, 200915194, 200915070] noted that did not pertain to the complaint. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Customer returned a single syringe with 0.3ml graduation markings. The plunger was pulled and pushed through the barrel of the syringe with some resistance. It was noted that the stopper in this syringe was warped and dragging. No other problems found visually or during testing." After first line in investigation summary (samples were received and an investigation was performed. )

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle the stopper was crooked making the plunger rod difficult to move. The following information was provided by the initial reporter. The spouse of consumer reported: prior to injection, he noticed the stopper was crooked making plunger difficult to move. Stated, his wife has used bd products for over 30 yrs and never had issue.